Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
With regards to this, please confirm if any of the following information is available: a. Can you please confirm , what part of the instrument broke? B. Did it break into two or more pieces? C. Did the instrument used during surgery? If yes, was surgery time extended? What was the duration of the delay? D. Please verify if there were pieces broken off from the instrument or it just cross-threaded? Answer: the instrument was cross threaded and was not broken in two pieces. It was used in surgery and would not thread on the screws. We had backup and opened the backup tray. Very little time was delayed from surgery. No impact to patient. It has been returned/replaced.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that another set was on standby. The amount of time it took to open a wrapped instrument after noticing the other was filed down was about 30 seconds to 1 minute . There was no impact to patient.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the straight screwdrivers are broken. The threads will not thread on screws. Hex is filed down. There were no reported patient consequences or surgical delays.